Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen appear to have a "pink tint". Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for insulin therapy.